Manufacturer narrative:
The user experienced hypoglycemia while hospitalized for non-device-related medical conditions. Engineering log review indicated the ilet was functioning as intended, with insulin delivery requests and alerts generated appropriately and no device malfunction identified. Device data confirmed brief and mild episodes of hypoglycemia associated with meal announcements during the hospitalization period. The user reported a significant reduction in a1c prior to hospitalization and experienced increased sensitivity to insulin during recovery. Review of device settings and logs did not identify abnormal insulin delivery behavior. Based on available information, the hospitalization was attributed to non-device-related clinical conditions, specifically treatment-induced diabetic neuropathy and hyponatremia, and not to abnormal ilet performance. The device problem was excluded. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
On 30-jan-2026 it was reported that on (B)(6) 2026 the user experienced hypoglycemia with blood glucose (bg) levels reported as low as 61 mg/dl while hospitalized for treatment-induced diabetic neuropathy and hyponatremia. The user was admitted to the hospital on (B)(6) 2026, treated with oral glucose, and discharged (B)(6) 2026. No long-term health effects were reported.